Manufacturer narrative:
The ge representative conducted an on site investigation. The calibration and the connections were checked. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a collimator iris potentiometer error message. No pt injury was reported.